Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2017 with the following findings: a review of the black box showed an unexpected power on reset event. The battery compartment was cracked from the threads to the case seal on the side. The returned battery cap threads were stripped and the returned battery cap was unable to fit the pump. Reboots occurred during investigation, the power complaint was duplicated. A test battery cap was able to fit to maintain an electrical connection. The rewind, load, and prime steps and 24 hour testing were performed successfully. No further power interruption occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board.